Event description:
The lay user/ patient contacted lfs alleging that the ultralink meter read high. The pt obtained a 273 mg/dl on the ultralink meter a 153 mg/dl on the ultra meter and a 161 on the one touch mini meter. The readings were between 10-30 mins from one another. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The test strips were in good condition and a quality control test was done and the test strips fell out of range using the control solution. Meter and test strips were replaced. The complaint is being reported since the issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.